Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d6b h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history lot part number: 412.214s lot number: 224p814 manufacturing site: mezzovico release to warehouse date: 19 jul 2021 expiration date: 01 jul 2031 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with fns for right femoral neck internal fracture. The surgery was completed successfully without any surgical delay. The surgeon started rehabilitation with no load restrictions the day after surgery and was discharged on (B)(6) 2024. On (B)(6) 2024, the patient complained of pain in the right proximal femur. Although cr was taken on (B)(6) 2024, the findings were not clear, so that CT was taken on (B)(6) 2024. Insufficiency fractures were confirmed in the area from the distal end of the fns plate toward the medial side and from the barrel of the fns plate toward the lesser trochanter. On (B)(6) 2024, a removal and bha revision was performed. According to the surgeon, the locking screw was inserted into the second hole by shaving the anterior cortical bone might have caused the secondary fracture. Additionally, the surgeon speculated that the proximal locking screw could not be torque-out was one of the causes. No further information is available. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.